Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type lead b5 has been updated to include information previously captured in 3004209178-2026-05182 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the leads were explanted. No additional information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a domestic altercation in which the patient was pushed, the patient experienced a return of pain, high impedance (40000), and loss of pain relief, specifically noting that the patient could not turn the device up and pain relief was gone. .no troubleshooting was performed. The issue was ongoing and no replacement product was required. No action was taken and no adverse outcome or injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.